Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-aug-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that pyxis did not load into the operating system. A field service engineer (fse) found that the station was rebooting into the pc recovery blue screen. The fse reimaged the station, set the auto-login, and performed a synchronization to resolve the issue. The system functioned as intended after the field service engineer repaired the device. In the event additional information is received a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the pyxis was not loading into windows, the customer indicated this was happening on a few other machines however, the customer only provided specific information for this one device. Reportedly the end user shut the pyxis down for 15 minutes and rebooted the station three times to reset, however, nothing worked. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.